Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Event description:
It was reported that while the surgeon was implanting a 52mm mallory acetabular shell with the acetabular handle, after impaction he couldn't disengage the handle from the shell. Both the shell and handle were removed and another shell and impactor were used successfully. No further information has been received.

Manufacturer narrative:
The instrument was returned for investigation. It was noted that the impactor assembly was not fully engaged. Inside of the handle is a male and female hexagonal interface. This connects the threaded rod with the rotating part of the handle and allows the thread interface with the implant to be engaged and disengaged as required during the procedure. When the hexagonal interface in the handle was engaged correctly and the assembly tightened, the instrument functioned correctly. Therefore we have determined that this complaint is not justified on this occasion.